Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The pace/defib (pd) engine board was replaced as a precaution. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.